Event description:
It was reported that the patient was on ventricular assist device (vad) support using centrimag (cmag) with a monitor attached. After approximately 15 minutes, flows stopped and rotations per minute (rpms) dropped to zero. No red alarm was noted at the time of the event. Device history indicates that the pump stopped due to a user request; however, no personnel were near the pump at that time. An f3 alarm appeared due to a low flow condition. This event occurred twice and did not recur afterward. The monitor was subsequently replaced. The patient was not harmed and experienced interruption of flow for less than 30 seconds.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.